Event description:
Related manufacturer reference number: 2017865-2022-15884; related manufacturer reference number: 2017865-2022-15885; related manufacturer reference number: 2017865-2022-15887. It was reported the patient presented to the emergency room with fever, chills, redness with excess fluid in the pocket and septic shock. Blood cultures taken from the patient tested positive for meticillin-sensitive staphylococcus aureus (mssa) bacteremia. The entire pacemaker system was explanted. The patient was recovering after the surgery.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.